Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 42502607002, femoral component, lot # 64142984; 42522100911, articular surface, lot # unknown. Event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00004, 0001822565-2020-00018.

Event description:
It was reported that approximately 11 months post implantation, the patient had all implants removed due to infection. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined. Per package insert 87-6204-022-23 persona the personalized knee system: infection is a known adverse effect of this system. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.